Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out of range shock impedances on a competitor's right ventricular (rv) lead via the patient's remote home monitoring system. However when the device was interrogated by a physician all measurements were within normal limits. No root cause of the out of range impedances was determined. No adverse patient effects were reported and the device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.